Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), infection ("infections") and vaginal haemorrhage ("vaginal hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), infection (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), adverse event ("severe secondary effects"), vomiting ("vomits"), abdominal pain ("abdominal pain") and fatigue ("tiredness"). The patient was treated with surgery. Essure was removed. At the time of the report, the fallopian tube perforation, infection, vaginal haemorrhage, adverse event, vomiting, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, adverse event, fallopian tube perforation, fatigue, infection, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: this case was found in the radium program. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.